Manufacturer narrative:
Batch review performed on 08 jun 2026 lot 2523347: (B)(4) items manufactured and released on 02/oct/2025. Expiration date: 17/sept/2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At 4 months from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgery performed a washout and revised the 10mm insert to the same-size insert. The surgery was completed successfully.